Event description:
It was reported that the customer had a blood glucose level of 500 mg/dl. The customer treated with 27 units of insulin by manual injection. The customer reported that his insulin pump was not functioning properly. When he changed his infusion set, it stopped working mid-programming. He attempted to change the reservoir and infusion set and complete the rewind process, but the insulin pump did not function properly and was stuck on reservoir setup. The insulin pump gave a failed battery test alarm. Troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge.